Event description:
Pt undergoing bilateral reduction mammoplasty sustained a 3mm x 3mm full-thinkness burn to right upper medial chest when cautery placed on the pt's chest was activated in cut mode by a staff member accidentally stepping on the foot pedal. Staff may not have realized hand controls could also be ativated by foot pedal. Burn was excised and area sutured by surgeon while pt was under anesthesia.